Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.this complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint ¿ patient was revised to address inflammation. Update 11/26/2012 - litigation papers received. In addition to what was previously reported, it is also alleged that the patient suffers from pain, discomfort, and inflammation. There is no new additional information that would affect the investigation. Update 11/26/2012- litigation papers received. In addition to inflammation, it is now alleged that the patient suffers from pain, discomfort, difficulty ambulation, and large amounts of toxic cobalt chromium metal ions and particles to be released into the blood, tissue, and bone. The doi was provided- (B)(6) 2008. The MDR decision has been reversed for the metal liner and femoral head. Update 11/20/2014- pfs and medical records received. After review of the medical records for MDR reportability, the unknown cup is being changed to an unknown stem as there is allegations for high metal ions (no labs results provided).there is no new additional information that would affect the existing MDR decision. The complaint was updated on: 12/18/2014.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.